Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided a cause for the reported slda cannot be determined. Mitral valve insufficiency/regurgitation resulting in fatigue appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 3-4 degenerative mitral regurgitation (mr). One clip was implanted and mr was reduced to grade 1-2. At a scheduled four month follow up appointment (approximately (B)(6) 2024), the patient returned with some complaints of fatigue. Echocardiography showed that the clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda) and mr was recurrent at grade 3-4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 3-4 degenerative mitral regurgitation (mr). One clip was implanted and mr was reduced to grade 1-2. At a scheduled four month follow up appointment (approximately (B)(6) 2024), the patient returned with some complaints of fatigue. Echocardiography showed that the clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda) and mr was recurrent at grade 3-4. No additional information was provided.